Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported by customer that they had been hospitalized for low blood glucose levels on. Customer's blood glucose level was not provided and was given intravenous insulin drip while in the hospital. Customer stated they didn't believe the device was at fault and had fallen asleep instead of treating blood glucose levels. Nothing further reported.